Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to defective socket connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis exera iii video system center has bent pins on the connector socket. The event occurred during preparation for use. Upon inspection and testing of the returned device, it was noted no image displayed. This report is being submitted for the event found during evaluation. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective connector socket/bent pins could not be identified. Olympus will continue to monitor field performance for this device.